Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a small-bore sheath, relative to a percutaneous coronary intervention procedure. Reportedly, cuff misses occurred with 2 proglide devices as the sutures were not present when the plungers were removed. A third proglide "took," worked as intended, and was used to achieve hemostasis. Manual compression was held as a precaution, in case of oozing from the other attempts. There was no adverse patient sequela and no clinically significant delay to the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.